Event description:
Customer complaint: "horrible this is several times I've gotten this and they're bent dull. Bent broke dull horrible. I bought these a couple times now and they will tear you up. The heads are dull and bent.".